Event description:
On (B)(4) 2010, a spontaneous report was received regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included allergies to codeine and vicodin (hydrocodone and acetaminophen) and previous injection of restylane on an unspecified date in (B)(6) 2008, that resulted in immediate bruising which resolved within 2 weeks. The patient's skin type was described as white to olive. Concomitant medications included ocella (drospirenone and ethinyl estradiol) (also reported as "generic yaz") which was stopped on an unspecified date in (B)(6) 2009 (reported as "3 weeks ago" from the date of the report) and ritalin (methylphenidate) 20 mg once daily. The patient received an injection of restylane (syringe size reported as unknown, but thought to be the smallest one) on (B)(6) 2009, to "under eyes/tear troughs." Pre-procedure medication included an unspecified topical product. No additional procedures were performed at the time of implantation. On (B)(6) 2009, immediately after the implantation, the patient developed bruising which resolved within 2 weeks. On an unspecified date in (B)(6) 2009, the patient developed very deep bruising. On an unspecified date in (B)(6) 2009, the patient developed swelling of her eyelids and under her eyes. The eyelid swelling resolved 3 days later, but the under eye swelling and very deep bruising persisted. Beneath the patient's right eye (about 1/2 inch), it looked like a vein was swollen and puffy. The patient visited her family physician who thought she was having an allergic reaction. Treatment included unspecified allergy medications, sudafed (pseudoephedrine) and benadryl (diphenhydramine), which were not helpful. On (B)(6) 2010, the patient visited an otolaryngologist (ent) who wondered if the problem was a sinus issue. A complete blood count (cbc) and complete metabolic panel (cmp) were drawn and the results were normal. A computerized tomography (CT) scan of the sinuses was ordered due to facial swelling and was scheduled for (B)(6) 2010. If the CT scan did not reveal the issue, the patient would possibly be started on "stronger steroids." Treatment included unspecified antibiotics and an unspecified nasal spray, neither of which were helpful. The patient developed a rash on her hand on an unspecified date in 2010 (repeated as "2 weeks ago" from the date of the report), which according to the patient was not related to restylane. Treatment for the rash included unspecified steroids which helped to resolve the patient's eye swelling. However, the swelling recurred once the steroids were stopped. Additional information was received on (B)(6) 2010 from the ent physician's nurse. Based on the information received the case was upgraded to serious. On (B)(6) 2010, the patient presented in no acute distress, nasal septum normal at midline, and no turbinate hypertrophy. The patient was currently taking prednisone prescribed by another physician. The patient was prescribed aspirin (acetylsalicylic acid) 325 mg 4 times per day due to possible superficial thrombophlebitis from the facial swelling. No diagnosis was noted for the patient's symptom of facial swelling. The ent physician's opinion of causality was a "suspicion that perhaps the facial swelling is the result of the combination of the patient's birth control and restylane." The lot number and expiration date were reported as unknown. Additional information has been requested.

Manufacturer narrative:
Additional PMA/510k: p020023.